Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis demonstrated abrasion marks in the distal end region. Based on the characteristics of the above mentioned abrasion marks, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The constant friction against another lead might have led to the reported dislodgement. Diagnostic images clarifying this assumption were not available. Furthermore, cuts into the insulation were found 22 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to atrial lead dislodgment. Should additional information become available, it will be added to this file.